Event description:
Per the audiologist, the patient reported decrease in hearing. The result of integrity test in 2008 were consistent with normal device function. This did not resolve the issue. Per the surgeon, the results of the MRI indicated labyrinthine and inner ear infection. As of 2009, the patient is receiving IV meropenem. Per the surgeon, another MRI is scheduled for sometimes in 2009.